Event description:
It was reported that the customer had a failed battery test on the insulin pump. The customer's blood glucose level was 574 mg/dl. The customer was treated with insulin pump. The customer declined to troubleshoot for failed battery test and weak battery alarm. The customer was advised to call if she has any other issues and to change the battery when she can.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.